Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has experienced was found leaking during use. The following has been provided by the initial reporter: before the patient underwent an enhanced CT examination, when the catheter was used to inject iohexol, iohexol leakage at the ext. Tubing noticed by the nurse.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7290358. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has experienced was found leaking during use. The following has been provided by the initial reporter: before the patient underwent an enhanced CT examination, when the catheter was used to inject iohexol, iohexol leakage at the ext. Tubing noticed by the nurse.